Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of unexplained high blood glucose levels. Customer wanted to test pump to see if she could attribute the high blood glucose to the pump having issues. The customer's blood glucose at the time of incident was over 600mg/dl. The customer's blood glucose at the time of service was 108mg/dl. During troubleshoot; customer stated that the drive support cap was protruding from the device. Customer stated her husband was able to press the drive support cap back into place. Customer was advised to discontinue use of the pump, and that a replacement pump would be needed.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime/a33 test due to protruded loose drive support disk. Unable to perform the occlusion test due to prime anomaly. The insulin pump has minor scratched display window.